Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system was intermittently suppressing results for multiple analytes due to an apparent leak from the cc sample probe. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and found water under the cartridge chemistry (cc) sample probe, indicative of a leak from the cc sample probe. The fse replaced the cc sample probe collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).